Manufacturer narrative:
Concomitant medical products: (B)(4), lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s spouse called to report they were at the arrhythmia center for a device check and were told there was a "possible loose wire connection at the top of the pacemaker." The spouse said they were not planning to do anything but monitor it for now. Spouse said they think maybe it was from a "bypass surgery 6 months ago". Follow up was conducted and no further information could be provided. The device remains in use. No patient complications have been reported as a result of this event.